Event description:
It was reported that during the implant procedure the implantable pacing lead (ipl) was placed in rv and physician wanted to position correctly. Five stylets were used to try and position the ipl, when a straight stylet was selected it was unable to advance in the ipl. Physician attempted other stylets but did not pass a certain point in the ipl. The lead was not screwed in to the myocardium at any point. The ipl was removed from the rv and physician attempted to advance the stylet while the ipl was outside the patients body, but was unsuccessful. The stylets became stuck in the ipl at a certain point. A different lead was selected and implanted in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and there was blood on the distal conductor of the lead and it was obstructed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.